Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during attempted implant, the lead was damaged during the procedure when the clamp was mistakenly clamped to the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.